Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The infection is being treated with IV antibiotics. Evaluation will be in 6 weeks when treatment is complete. At this time, the device is not being removed. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type lead; other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the unit was doing well, but they had problems with the incision in their upper back. The patient was diagnosed with a staph infection. The patient said the infection was found after their second revision on (B)(6) 2019. The revision was plastic surgery and the infection was found by doing deep cultures. The patient was scheduled with infectious disease due to the infection that seemed to keep coming up and not allowing the incision to heal. It was at that time that the infectious disease department and the managing hcp said that the infection was introduced when they did the initial implant back in november due to when the infection started and its progress. Since the patient's plastic surgery revision, it has seemed to heal much better. The patient mentioned they still have one area that doesn't seem to want to heal with drainage coming out. Infectious disease was going to start the patient on IV antibiotics to treat the staph infection since oral antibiotics were not making and impact on the infection. It had also b een mentioned a few times of the removal of the hardware depending on how deep the infection is and if the IV antibiotics will treat the infection. The rep mentioned the lead incision was the incision with issues as the ins is usually implanted in the buttocks or just above the waist line. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported that the patient has a staph infection and a complete explant was planned for (B)(6) 2019. The patient was seeing an infectious disease hcp for infection. The infection did not cleared so the system was planned to be explanted. No further complications were reported.